Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6), 2022, a pump evaluation was performed and pump functioned as intended. There was no issues with the pump touchscreen. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.